Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn. E3: non-healthcare professional is quality assurance coordinator for the distributor.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an unknown anatomy location during a band ligation procedure on (B)(6) 2025. During the procedure, the third band got stuck inside the drum and could not be deployed, and the subsequent bands could no longer be used properly. Procedure completion method is currently unknown. No patient complications were reported as a result of the event. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn. Additional information: b5: describe event or problem. Correction: e1: initial reporter title, first name, last name, facility name, address, city and phone . E2: health professional. E3: occupation. H6: patient code.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure, the third band got stuck inside the drum and could not be deployed, and the subsequent bands could no longer be used properly. The patient experienced bleeding as the band was stuck inside the device. The stuck band was removed by irrigating with solution. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. No additional patient complications were reported as a result of the event. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date.